Event description:
It was reported that during a prostatectomy, the device did not function - no further info is available. Completed with the same like product. There was no pt consequence.

Manufacturer narrative:
(B)(4). Evaluation summary: the hand piece was returned with a loose mount and the nose cone cracked. The hand piece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument. It was tested on a generator and gave an error code 3. Additionally, it was found that the hand piece no longer meets the specifications for continuity. Complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process.